Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported last week patient started having some significant leaks so has been increasing stimulator every day just by 0.1 v. Patient spoke with their managing physician about this and the physician suggested patient may want to change programs.  Reviewed expectations about amplitude titration as body heals following implant. Recommended patient increase amplitude up to where stimulation sensation is felt comfortably and monitoring symptoms. If not resolved patient can consider changing programs. Patient confirmed they will increase amplitude and call back for assistance changing programs if needed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. 2020-10-09 rtg0091589x2 (con): additional information was received from the patient: patient is still having some leaks. Each day increase the intensity 0.1 v. Patient is starting to feel the discomfort at point where leads end, and it is a little painful and doctor recommended changing the programs. Patient said she started to have the return of symptoms after the first week of implant. Checked the patient's current settings and she was on program 3 at 2.5 volts. She said it has been hurting for 3-4 days and been getting a little worse. On the call patient was walked through how to change the programs and changed to program 2 at 2.1 volts. Patient advised to monitor symptoms to see if her symptoms improve. Additional information was received. The patient called to report they had the entire system removed due to lack of therapeutic effect. They wanted to know what to do with the equipment. Information was reviewed with the patient. Mobility was consulted after the call to send a wipe command to the patient's handset.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.